Event description:
It was reported by service report that the scale would not zero. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left load cell. Both headend load cell cables.